Manufacturer narrative:
Follow-up #1: date of submission 11/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: no eaw related to complaint or unexplainable "power on reset" / "reboot" conditions observed in black box pump powers to the "verify" screen in accordance with normal operation. Battery compartment crack observed below grip pad. Battery cap is unable to fully tighten due to damaged cap threads. A power loss was not observed. Evidence of moisture contamination on underside of battery cap leak test shows leak at display lens. Pump case was removed, evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Unable to duplicate or verify "no power" condition.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas and alleged the following: the pump is emitting sleep error alarms he and is unable to reboot the pump. He reports the screen is blank and pump is vibrating. He did go swimming today with pump, but sees no water in the battery compartment or under the screen, no holes in the key pad. He has tried several batteries and now pump is not responding at all. There is no adverse event reported. This complaint is being reported because the issue was not resolved with troubleshooting.